Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat. The customer was contacted and indicated they received treatment of juice provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Data quality errors are not customer facing and occurs to protect the user from unreliable glucose values by not presenting the values to the user. These indicate brief physiological issues (such as rapidly changing glucose due to food or exercise) that are not indicative of a product failure since the sensor was able to recover and continue to provide accurate glucose results. De-cased the sensor and performed visual inspection of the printed circuit board assembly (pcba) and no issues were observed. Performed a source measure unit (smu) test to check that the returned puck¿s electronics were functioning properly. Performed the poise voltage test for the returned sensor and observed the poise voltage to be within specification range. No malfunction or product deficiency was identified. Due to sensor passing functionality testing which indicates that the dq (data quality) errors observed did not have an impact on the sensor¿s functionality and electronics. Also, the data analysis is consistent with the removal of a properly applied and functioning sensor. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat. The customer was contacted and indicated they received treatment of juice provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.